Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 37603, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator. Product ID: 3387s-40, lot# va0bfhu, implanted: (B)(6) 2013, product type: lead. Product ID: 3387s-40 lot# va0au2v, implanted: (B)(6) 2013, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider (hcp) reported an impedance issue, with impedance measurements taken and showing 0-1 as 38 ohms on date notified. In a visit to the office of the hcp in 2014 the patient was doing well with normal impedances, and voltage was increased to 2.9v at that time. At a visit in (B)(6) 2015 therapy z was 2066 ohms using electrodes #2 and 3, with 0-1 low at that time and voltage decreased from 2.9v to 2.5v and medication adjusted to address increased dyskinesias. It was stated that without the dbs therapy the patient has severe dyskinesias since (B)(6) 2015, with the hcp allowing them to reduce some of their medications. When the patient came in to the office of the hcp on date notified, stimulation was off as the patient had accidentally turned it off when they were checking their implantable neurostimulator (ins) 12 days prior to date notified with the patient programmer (pp), with no symptoms related. The patient's parameters are 2.5v, 60us, 130hz, 3+2-. There were no falls/trauma related to the issue. The patient's indication for implant is parkinson's dual and movement disorders. See related regulatory report 3004209178-2017-00601.